Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The extraction screw was analyzed for conformance to print specification as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated not problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. Unfortunately we are not able to determine the exact cause which has lead to this breakage. We can only assume that an overloaded situation during the tightening process lead to this damage. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the extraction screw for pfna blade broke. There was no impact on the procedure and the operation was completed.